Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up and backlight buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The reporter stated that the up arrow button was not responding at all but finally got the button to work. The reporter stated that the button seemed to be very stiff and required increased force. The reporter stated that the buttons were very hard to get to respond and would sometimes scroll. The reporter confirmed no trauma or damage to the keypad. The patient reportedly wore the pump in a pump case and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.